Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6), 2008. Subsequently, patient was revised on (B)(6), 2012 due to alleged pain, increased chromium and colbalt levels, and pseudotumor. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to correct information.

Manufacturer narrative:
This follow-up report is being filed to relay blood test results, which were unknown at the time of the initial medwatch.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "postoperative bone fracture and pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-01322 / 01324).